Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery. It was reported that the patient had a fall on their back approximately 3 years ago and their paresthesia changed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep checked the impedances of they were all within normal limits. The patient was reprogrammed, and they were able to cover the pain areas in the hips and sciatic down to the ankles with reprogramming. The issue is resolved at this time.